Event description:
(B)(4). The provider states the seat upholstery is ripped. Please reference order number (B)(4). The provider states the seat upholstery is needed but this is not an available replacement part due to the size of the chair per parts notes (B)(4).